Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfnf021 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the miniloc needle leaked. No other information was provided.

Event description:
It was reported that the miniloc needle leaked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a 20ga miniloc safety infusion set. The video depicted the needle housing while the device was being flushed. Clear infusate appeared to be visible leaking from the top of the housing. While possible leaking was observed in the submitted video, inspection of the video was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include mechanical damage device manipulation. H3 other text : evaluation findings are in section h.11.